Event description:
It was reported that the patient underwent a l4-s1 left sided interbody spinal fusion procedure using rhbmp-2/acs with cage on (B)(6) 2012. Patient's post-operative period was marked by severe pain. Imaging studies ultimately showed that the patient developed uncontrolled bone growth and resulting compression at the implant site. As a result, patient now suffers from chronic pain and radiculitis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2012 patient presented with following pre-operative diagnosis: recurrent left l5-s1 herniated nucleus pulposus; degenerative disk disease and spondylosis at l4-5 and l5-s1; chronic low back and extremity pains. Operative procedures: left l5-s1 repeat hemilaminectomy and discectomy; l5-s1 left-side interbody fusion; l4-5 bilateral and right l5-s1 lateral facet fusion; l4-s1 pedicle screw stabilization. Per op notes: ¿¿ surgeon impacted a 12 mm x 26 mm cage in the left side of the l5-s1 disc space with rhbmp-2/acs and the patient¿s posterior elements morselized and packed in l5-s1 as well. Final hemostasis was achieved. Bacitracin irrigation used. Surgeon laid some additional rhbmp -2/acs over the facet joints¿¿ no known patient complications. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.